Event description:
The user facility (B)(6) reported foreign matter in a patient¿s eye during surgery. A white particle appeared during phaco that blocked the irrigation causing the anterior chamber to collapse and the iris to prolapse. The surgery was increased less than 15 minutes, but there was no medical intervention or clinical consequence to the patient reported.

Manufacturer narrative:
The particles and disposable pack were discarded by the user and are unavailable for evaluation. The lot number has been requested. The investigation is ongoing.

Manufacturer narrative:
The root cause could not be determined due to the particle and device being discarded. The trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.